Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, the most probable cause of the complaint is cause traced to component failure. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the monitor did not recognize the camera. The event occurred during an unspecified procedure that was completed using a similar device. There were no reports of patient harm.

Event description:
It was reported that the monitor did not recognize the camera. The event occurred during an unspecified procedure that was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.